Event description:
First symptoms appeared as severe panic attacks starting on (B)(6) 2006 where I spent 4 hours in the hospital and was sure I was having a heart attack. Severe anxiety, depression symptoms followed over the years. In early 2015 I found a lump in my breast. Mammography and biopsy determines it was benign. However a short while later, I began having severe symptoms that were determined my blood tests to be early menopause (age (B)(6)) and thyroid issues. Joint pain, inflammation, disc issues in my back and extreme fatigue also began to appear. The hormone therapy contributed to a gain of about 40 lbs but I was not obese at 5'5" tall and (B)(6) lbs. I had my implants removed (B)(6) 2018 after finding out about the common health problems thousands of women were reporting. The right implant had a slow leak and silicone bleed but it was contained in the capsule. Mcghan smooth silicone 492 cc. FDA safety report ID # (B)(4).